Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller not alarming during the backup battery timer going up was not confirmed. The heartmate 3 system controller was not returned; however, a log file was submitted for analysis. The submitted log file and periodic log file contained data spanning approximately 10 days (28may2021 ¿ 08jun221 per the timestamp). The pump was able to maintain the low speed limit throughout the entire log file. There were no atypical alarms active in the log file. The events that were captured when the reported event occurred were overwritten in the event log file and were not captured in the periodic file as every event is not recorded. The root cause of the reported event could not be determined through this analysis. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory/hazard, no external power, and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev. C and heartmate 3 instructions for use (IFU), rev. C, section 3 ¿powering the system¿ describes the various ways to the power the system, including how to use the 14v batteries, power module, mobile power unit, and universal batter charger, and how to switch between power sources. This section explains how to properly switch between power sources and states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section also explains how to check the charge level of a 14v battery, and informs the user to ensure that the 14v battery is charged before use. This section also informs the user not to use batteries to power the system when sleeping, and to always connect to the power module or mpu when sleeping or when there is a chance of sleeping because a sleeping patient may not hear the system controller alarms. Heartmate 3 patient handbook, rev. C, section 2 "how your heart pump works" and heartmate 3 instructions for use (IFU), rev. C, section 2 "system operations" state that the backup battery is intended only for backup power during a power emergency. Heartmate 3 patient handbook, rev. C cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller, serial #: (B)(6), was shipped to the customer on 11feb2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went on an extended road-trip and noticed after approximately 18-19 hours their controller was alarming and they saw what they thought to be a countdown but it was actually the backup battery timer going up. The patient did eventually change to a set of fully charged batteries once they realized their batteries were dead. A logfile review was performed and no reported data from the previous week remained as it had been overwritten. The log did contain pi events as well as routine power source changes.